Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe leaked medication past the stopper during a surgical procedure. This occurred with 2 syringes. The following information was provided by the initial reporter, translated from portuguese: "during a surgical procedure, when the 10ml was being handled, it was noticed that the medication leaked through the stopper to the plunger. It happened with 2 syringes from same batch."

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe leaked medication past the stopper during a surgical procedure. This occurred with 2 syringes. The following information was provided by the initial reporter, translated from portuguese: "during a surgical procedure, when the 10ml was being handled, it was noticed that the medication leaked through the stopper to the plunger. It happened with 2 syringes from same batch."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.